Manufacturer narrative:
(B)(4). The sample is available for evaluation. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed in the lab on actual sample received. A batch review was not performed since lot number was not provided. Root-cause was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is an international complaint from (B)(6) where a leak was observed around the heater bag after therapy. There was no patient injury.